Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? No, they have used vistaseal approximately 40-50 times. How many times have they applied the laparoscopic tip? Approx. 40-50 times was a sales representative present during the case when the issue was experienced? No. What is the lot number? Unknown. Was any leakage or product solution observed at the luer locks connection? No were there any unexpected outcomes or complications as a result of the event? No are there pictures of the damaged device available? No. Is the device available to be returned for evaluation? If yes, to who and where can a return kit be send for recollection? No. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a nephrectomy procedure on an unknown procedure and a fibrin sealant preparation device was used. The applicator would not unscrew and come off. Excessive force was used to try to open. No fragments were generated. The surgery was not delayed due to the event and was successfully completed. No adverse patient consequences were reported. Additional information was requested.